Event description:
The report stated that during a c-section, the pencil tip caught on fire. The doctor was using the pencil, and the tissue appeared to be tough at the time when the tip caught fire and continued burning when removed from surgical site. The site reported there was no pt impact.

Manufacturer narrative:
The samples have been returned, and a follow-up report will be sent with the results of our investigation.